Event description:
It was reported that a female patient underwent a breast augmentation surgery with a 275cc mentor memorygel breast implant. Post-operatively, the patient experienced breast pain on an undisclosed side. The patient went in for a revision surgery and it was discovered that the breast implant was ruptured. As a result, the patient underwent removal and replacement with a 350cc mentor memorygel breast implant on (B)(6), 2022. There were no procedural delays or patient consequences reported due to the rupture discovered during the revision surgery.

Manufacturer narrative:
The product was returned to mentor for evaluation. Mentor then conducted visual inspection and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample determined that the breast implant was found to be ruptured, in addition, was received in four parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Reason for device explant and/or reoperation: breast pain, rupture. Manufacturer's reference number: (B)(4).